Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in china.

Event description:
After releasing the relay nbs plus stent-graft, at stage 4, the tip and the delivery system was pulled into the femoral artery, at that position, the tip collapsed and isolated inside the artery. So, it could not pull out with the delivery system. At last, the surgeon had to cut open the entrance of the artery and took the tip out. Patient outcome - "no injury."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay nbs plus related event occurred in (B)(6).

Event description:
After releasing the relay nbs plus stent-graft, at stage 4, the tip and the delivery system was pulled into the femoral artery, at that position, the tip collapsed and isolated inside the artery. So, it could not pull out with the delivery system. At last, the surgeon had to cut open the entrance of the artery and took the tip out. Patient outcome: "no injury."